Event description:
It was reported the patient was admitted for mechanical failure of internal joint prosthesis, left knee. Patient was taken to surgery on (B)(6) 2017 for revision of left total knee arthroplasty, synovectomy and debridement. Per operative note, the previous 11 mm thick polyethylene insert demonstrated lateral sided wear and examination under anesthesia intra-operatively demonstrated instability.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached files for the results of our investigation. (B)(4).